Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis (fa) team. Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed to seal. Expected or random component failure without any design or manufacturing issue. Additionally, the instrument was found to have a low torque that is outside the expected range on low torque failure, which typically results in a sealing malfunction. The instrument failed the grip force test by "0.01624461". The instrument was found to have a loose snake wrist cable at the proximal end. The cable was found to be loose. Also, the instrument is found to have a thermally damaged housing. The plastic housing appears to have expanded and deformed as a result of thermal damage. The probable root cause of a dislodged wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer extend (vse) instrument did not cauterize and had no energy. The instrument did not transmit energy. The procedure was completed with no reported injury.